Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there were tube extenders with molding defects that can be used. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "there were three tubes found in three different packages from same lot-number. Tubes were found in the middle of the packages and none of the surrounding tubes were affected. It looks like the three tubes has been contact with heat as they are partly melted."

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes there were tube extenders with molding defects that can be used. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "there were three tubes found in three different packages from same lot-number. Tubes were found in the middle of the packages and none of the surrounding tubes were affected. It looks like the three tubes has been contact with heat as they are partly melted."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: bd received samples from the facility for investigation. The samples were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. There are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature.